Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they feel a wire in their back and the device wasn't working. The healthcare provider (hcp) on earlier examination didn't find this to be the case, but they were scheduled for replacement on (B)(6) 2016. The patient didn't have their surgery because they cancelled it. The issue was not resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the ¿not working¿ issue was not determined. It was noted that on (B)(6) 2019 they tried various programs and turned up to the max without any report of sensory response. The patient was scheduled for explant/replacement on (B)(6) 2020. Additional information was received from a manufacturer representative on (B)(4) 2020. It was reported that the case was rescheduled from the (B)(6). No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va0nsgb, implanted: (B)(6) 2014, product type: lead. Analysis of the intestim 3058 (s/n (B)(4)) revealed no significant anomaly and passed functional testing. Analysis of the lead 3889-28 revealed that the conductors were broken from distal end of the lead. If information is provided in the future, a supplemental report will be issued.